Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. No definitive root cause could be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the sheath was difficult to flush and draw back through the flush port. The sheath was replaced and the issue was resolved. It was also reported that the patient suffered a pericardial effusion. The account stated that they had done the transseptal and had mapped the left atrium when anesthesiology reported that the patient's blood pressure had dropped. A pericardial perfusion was confirmed using ice. The procedure was aborted and the effusion was being monitored. No intervention was planned. Patient was stable. No ablations had been performed.